Event description:
The customer reported to olympus the bending section and insertion tube is defective on the bronchovideoscope. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube has coating peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness is lost due to a pinhole on universal cord; connecting tube has coating peeling; adhesive on bending section rubber has a chip; connecting tube has a wrinkle; bending angle in up direction does not meet the standard value due to wear of angle wire; universal cord has a wrinkle; electrical connector has corrosion; and connecting tube has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6)

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely it is likely stress of repeated use, external factors, or handling caused the coating to peel off. However, a definitive root cause could not be determined. 3.2 "inspection of the endoscope" 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.